Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The customer reported that he undertook a revision of a right side trident constrained liner which had been in situ for 12 years.